Manufacturer narrative:
(B)(4). Date sent: 7/20/2023. D4: batch # 958a35. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the one ec60a device was returned with no apparent damage, with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One gst60b reload was loaded on the device. The reload was received fully fired. In addition, a clip was found lodged behind the knife, resulting in the firing mechanisms jamming. In addition, the device was disassembled in order to verify the condition of the internal components, and the closure trigger top was noted as broken caused by the high force applied to the clip jammed in the knife. No functional test was performed due to the condition of the device. The events reported of "difficult to open and manual switch issue" were confirmed and it is related to improper use of the device. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Although no conclusion could be reached on the cause of the reported event of "partial fire" since the reload was received fully fired, the instructions for use do contain the following caution: ensure that the tissue lies flat and is positioned properly between the jaws. Any ¿bunching¿ of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 958a35, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that the echelon flex manual stapler jammed during the procedure on the first shot in the stomach and did not unlock following the standard protocol using the blade return button. In a last attempt, pushed the lever in the opposite direction and managed to release it from the tissue, without consequences for the patient.